Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon removal of appendix during a laparoscopic appendicectomy, the bag broke and the specimen fell into the patient¿s cavity. It was stated that two bags had the same malfunction since the specimen fell twice. The surgical time was extended to 30 minutes. Another device was which performed correctly was used. There was no patient injury.